Manufacturer narrative:
Qn#(B)(4). Evaluation of the returned instrument showed that the tips were slightly loose and misaligned in the closed position but there was no visible damage to the jaw pivot pin area on the outer tube assembly. Functional testing revealed that the instrument was able to pick up, retain, close, and release multiple clips with and without the use of silastic test tubing. The instrument was disassembled to evaluate its internal components and it was found that the inner drive rod bosses were both damaged where they engage the jaws. The damaged drive rod bosses were suspected to have caused the jaws to become slightly loose and misaligned in the closed position. A device history record review was performed, and no relevant findings were found. It could not be conclusively determined what caused the drive rod bosses to become damaged but mishandling of the device by the end user's facility was suspected. No further actions were required at this time. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "the user was unable to load a clip to the applier during use. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient. On checking the applier, the jaws were misaligned." No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the user was unable to load a clip to the applier during use. Therefore, another applier was used to complete the procedure. No clip fell/remained in the patient. On checking the applier, the jaws were misaligned." No patient harm or injury. The patient status is reported as "fine".